Manufacturer narrative:
Updated block: h6. The complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) was not able to verify the issue. The oxygen sensor cartridge functioned as intended. No "oxygen (o2) calibration failure, yellow alarm messages" were observed. Per data log analysis, the o2% hours were reset to zero on (B)(6) 2018 indicating the o2 sensor was likely replaced. This occurs again on (B)(6) 2019, likely the six month preventive maintenance (pm). The system does not appear to be used often but is left powered on most of the time. On (B)(6) 2019 the gas system reports the 'o2 sensor lifetime expired' (100,000% hours for gas system version 1.30), which will cause a 'service gas system' alert (yellow message) as reported. This will prevent calibration from being performed. The sensor is likely replaced on (B)(6) 2019 since the o2% hours were reset to zero again. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified the issue. He found that the o2 service message was due to the o2 sensor passing 100,000% hours. He replaced the o2 sensor. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) had an oxygen (o2) calibration failure and a yellow alarm message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.